Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen is cracked. Reportedly, contact is unsure how it became damaged. The customer¿s blood glucose was 128 mg/dl. Reportedly, the customer would continue use of the current pump for therapy.